Event description:
Pt reports having the following symptoms since implantation of her essure: severe pelvic and back pain, tingling and numbness of her limbs and extremities, metallic taste in mouth, heavy painful menstrual cycles with large blood clots, fluttering in abdomen. She stated that each time she returns to her physician, he diagnoses her with uti, pid and bacterial vaginosis. She has also gained 30 lbs, most of which in her stomach. She said that she looks pregnant although she is not. She reports feeling a sticking sensation in certain positions which lead her to believe that the coils have migrated. She has joined a group of over 1000 women on (B)(6) who all have claims of the same symptoms since essure implantation.